Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event that ¿the ratcheting screwdriver did not working properly¿ could be confirmed. The insertion test of a blade sample into the coupling of the screwdriver handle could be performed correctly. Within the functional test of the device the slider for activating the ratcheting mechanism was set in all 3 possible positions (fixed without ratcheting, ratcheting clockwise and counter clockwise) and was tested. Thereby it could be verified that the ratcheting function of the handle in both directions (clockwise and counter clockwise) was rough-running. After disassembling of the inner mechanical components it was found that the inner guide and the related bushing show friction marks. Furthermore deep grooves are visible at the bushing and at the inner guide, as a consequence of the friction, leading to an improper sliding of the parts.

Event description:
It was reported screwdriver broke during surgery of distal radius fracture.

Event description:
It was reported screwdriver broke during surgery of distal radius fracture.